Event description:
The user facility reported their washer was leaking lubricant onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the lubricant line disconnected from the check valve. The technician repaired the lubricant line, ran a test cycle and returned the unit to service. The unit was installed in (B)(6) 2010 and is currently under a steris service contract. The last pm was completed on (B)(4) 2013 at which time the unit was confirmed to be operating to specification.